Event description:
During a plasma collection procedure in the first return cycle the donor complained of arm pain. The operator noticed the tubing between blood pump and donor valve was distended and blood was very dark. The procedure was stopped and the donor was checked for hemolysis by urinalysis. On second urine sample, hemoglobin (dark urine) was observed. The donor was transported to local hosp for treatment.